Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. It is not known which system produced which result. (B)(4).

Event description:
Caller states the patient tested 6.1 inr on coaguchek xs system 1, and 6.2 inr on coaguchek xs system 2 while a comparison lab returned as 3.9 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system and replacement was sent.